Event description:
The user facility reported that sheath tube fractured on the device while inside the patient. Follow up communication with the user facility reported the following information: while removing the actual sample it was noticed that the sheath tube had fractured; the filer, a toray medical new house protect was withdrawn first, then the actual sample; a needle and suture were used to retrieve the fractured piece by cutting the skin at the subclavian g access site; the fractured segment was retrieved successfully; and the patient has recovered.

Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the sheath tube had been fractured at approximately 80mm from the distal end. The total length of the sheath tube was confirmed to be equivalent to that of the current product sample. It had a suture pierced on the segment adjacent to the distal fracture. Magnifying inspection found the tube had been elongated on both fractures. On the segment adjacent to the proximal fracture two scratches approx.0.5mm in length were found. Further magnifying inspection of the fractures found that there is a smooth segment on the cross-section surface on the proximal fracture. The fractures were cut open and the inside wall was inspected under magnification, there was no visible anomaly. The sheath tube was cut in the circumferential direction on the undamaged segment for further magnifying inspection of the state of the wall of the tube. The wall thickness was confirmed to in the normal state with no generation of deformation or unevenness. The wall thickness and inside diameter were dimensionally checked and confirmed to meet manufacturing specifications. From these findings, it is likely that there was no anomaly in the strength of the sheath tube of the actual sample. A review of the DHR and the shipping inspection record of the involved product /lot# combination confirmed that there were not any indications of production related problems or of nonconforming inspection results. A search of the complaint file did not find any other report with the involved product/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely that the actual sample came into contact with a sharp object, such as a scalpel, on the outer surface of the sheath tube and got damaged with it. Subsequently, when the actual sample was subjected to a pulling force during withdrawal, the sheath tube got fractured at the damaged segment. The device labeling does address the potential for such an event in the instruction for use by stating the following: do not scratch the sheath with a needle point, cutting tool or other edged tools. When puncturing, suturing or incising the tissue near the sheath, be careful not to damage the sheath.do not put a clamp on the sheath nor bind it with a thread. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).